Event description:
It was reported that on the way to their clinic appointment, the patient experienced an alarm on system controller and they felt dizzy. The patient reported alarm on system controller and they felt dizzy. The patient was sitting up in the seat of the car while her husband was driving and was not doing anything unusual. The patient reclined the seat which helped alleviate symptoms and the alarm resolved. When the patient arrived at clinic appointment, the system controller clock was updated to reflect the current date and time. A left ventricular assist device (lvad) fault with a pump stop lasting for 7 seconds was noted upon device interrogation. No additional alarms occurred. The patient was adequately anticoagulated with an inr of 2.1 and blood pressure was within normal range with a mean arterial pressure (map) of 77. The patient was taken from her clinic appointment to the emergency room and was admitted to the hospital for imaging studies, anticoagulation, and monitoring. She had lower extremity venous doppler studies completed which were normal and not indicative of any superficial vein thrombus. A head computed tomography (CT) scan was performed to rule out stroke and no acute intracranial abnormalities were found. An echocardiogram with saline contrast showed no shunting of blood between her atria. Her inr goal was increased to 2.5 ¿ 3.5 and inr was 2.22 while on a heparin infusion. She did not have any more alarms and had been asymptomatic since the event. Per log file analysis, it appeared the pump stop on (B)(6) 2025 at 11:33:05 was suspected to be caused by ingestion. The no external power event on (B)(6) 2025 appeared to have been caused by the patient. Pump appeared to function as intended. The controller clock was off by one hour due to daylight savings. Additionally, they submitted log files that were collected on (B)(6) 2025 but the dates on these log files says (B)(6) 2025. After further investigation, the date and time were set incorrectly on the heartmate touch and were corrected after log files were collected and patient departure. Patient has had no alarms since the event and felt well.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient reported alarm on system controller and they felt dizzy. The patient reclined the seat which helped alleviate symptoms and the alarm resolved. When the patient arrived at clinic appointment, the system controller clock was updated to reflect the current date and time. They also noted an left ventricular assist device (lvad) fault with a pump stop lasting for 7 seconds. No additional alarms occurred. The patient was sitting up in the seat of the car while her husband was driving and was not doing anything unusual. The patient was adequately anticoagulated with an inr of 2.1 and blood pressure was within normal range with a mean arterial pressure (map) of 77. It appeared that there was one isolated low flow flag on (B)(6) 2025 at 23:19 which did not persist long enough to trigger a low flow alarm. They also noted debris on the external section of the inline connector and concern for corrosion in the internal to the inline connector. Additionally, it appeared the pump stop on (B)(6) 2025 at 11:33:05 was suspected to be caused by ingestion. The no external power event on (B)(6) 2025 appeared to have been caused by the patient. The pump restarted at 12:51:14, the pump appeared to function as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with rotor instability; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported dizziness could not be conclusively established through this evaluation. The submitted controller event log file contained events from 09nov2025 through 21nov2025, low speed advisory, low flow, and left ventricular assist device (lvad) internal fault alarms were captured, associated with elevations in motor power and estimated flow. Following these events, a pump restart was requested by the controller, which has software version 1.7.0. The events appeared to be a result of rotor instability. The requested pump reset resolved the rotor instability event, as intended by design. No other notable events or alarms were captured. The patient was hospitalized and placed on anticoagulants; all computed tomography (CT) scans were negative for signs of clot/stroke. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting" describes alarm conditions, including the lvad fault advisory, as well as the appropriate actions associated with them. Section 5 of the patient handbook, "alarms and troubleshooting" also includes a list of alarms and the proper actions associated with them. Section 8 of the patient handbook, "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.